Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection noted a deformed/bent helix and found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed the reported clinical observations were a result of a deformed/bent helix .

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted in a deep septal position. During the procedure the lead was repositioned due to poor measurements, however, the helix was unable to be retracted. Upon removal of the lead from the body, visual observation noted the tip of the helix was significantly bent and could not be retracted. Another lead was successfully implanted without incident. No adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted in a deep septal position. During the procedure the lead was repositioned due to poor measurements, however, the helix was unable to be retracted. Upon removal of the lead from the body, visual observation noted the tip of the helix was significantly bent and could not be retracted. Another lead was successfully implanted without incident. No adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.